Event description:
Per study adverse event form, the patient received 6 shocks at 30j to rescue the patient from vf. The first 5 were ineffective. This patient was upgraded to a lumax 340 vr-t. The hospital discarded the system.